Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with cracked enclosure and tank cover, worn line cord and front cover and outdated pcb and power switch. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer reported problem was confirmed. Investigation found a crack in the enclosure near the drain fitting which caused the reported problem. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical level 1 hotline low flow system experienced leaking and had cracks enclosed. No reported adverse effects.